Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 440 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer stated that the insulin pump did not vibrating when customer blood glucose goes high. Customer stated that the insulin pump had an insulin flow blocked alarm then customer got the insulin pump working again without a set change because the customer was out of town. Customer stated that they tried to bolus and would get the insulin flow blocked alarm. Customer stated insulin was dripping when they ran insulin through the tubing. Customer declined troubleshooting for the high blood glucose. Customer got an insulin flow blocked alarm. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected insulin flow blocked alarms or no delivery/occlusion alarms noted during testing. Toggled on and off the vibrate feature and the vibrate feature functioned properly. No vibrate anomalies noted.